Event description:
Customer reported updating time, personal profile, and biq/ciq settings. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Correction bolus was administered via the pump, and customer did not need third-party assistance. Customer service assisted in updating basal rate, correction factor, and carb ratio settings, advising the customer to consult with healthcare provider when making these updates, which the customer acknowledged.